Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information received, it was reported that the vapr coolpulse90 electrode was plugged in the vapr vue generator. When the surgeon checks the suction of the electrode. The suction was blocked and not working before the electrode was in-situ. Another device was used to complete the procedure. No visual damages in the device, saline residues were observed in the suction tube, sings of activation can be observed. Due to the failure reported is related to suction, the device was sent to supplier for further evaluation. Supplier evaluation result for vapr coolpulse90 electrode: the device has not been returned in the original packaging. The active tip in used condition with tissue visible in suction port. Residue visible in suction tube ad no visible damage to the device shaft, handle, cable, or plug. The electrical test was performed; as a result, all the parameters passed. Functional testing was conducted using vaprvue generator (gml4854/2); the following result showed out of specification flow value. To confirm the location of the blockage, a thin gauge wire was inserted into the suction tube of the device and fed up the suction path until the blockage was reached. This confirmed that the blockage was at the distal end of the device and was caused by procedural debris. Supplier summary: the customer claimed that during set-up of the device and before use, it was noted that the suction was blocked. The investigation established that the returned device had been used with evidence of tissue debris in and around the suction port. The testing confirmed that the suction was blocked at the distal end of the device and was caused by tissue debris. Attempts to free the blockage were unsuccessful. From our investigation we were able to confirm the reported suction issue with an out of specification flow value being recorded for the returned device. The fault was confirmed to be tissue debris blocking the suction path at the distal end of the device. The product IFU cautions not to allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. The root cause is undeterminable. A DHR review has been performed; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Based on a review of the product ra no corrective action is deemed necessary at this time. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during a subcromial decompression procedure on (B)(6) 2020, it was observed that the suction on the electrode device was blocked and not working before the electrode was in-situ. It was reported that the vapr coolpulse90 electrode device was plugged in the vapr vue generator device when the event occurred. There was a four minute delay in the surgery. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.